Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report thrombus. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the left atrium. However, imaging showed possible thrombus on the clip which then disappeared. The procedure continued, and the clip was deployed. The cds was removed from the steerable guide catheter (sgc) when thrombus reappeared on the hemostatic valve of the sgc. The sgc was removed from the patient, and a new sgc was used. A second clip was deployed to further reduce mr. The thrombus disappeared on its own; therefore it was not treated. The physician stated that it is possible that the thrombus migrated to an area that did not impact the patient. Two clips were implanted, reducing mr to 1. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a conclusive cause for the thrombosis. The embolism was due to the thrombosis. The reported patient effects of thrombosis and embolism, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.